Event description:
It was reported that the site had been having problems with their handheld computer, reporting that it either cannot establish communication or freezes. Troubleshooting was performed, but the problem persisted. Attempts for further information have been unsuccessful to date.